Manufacturer narrative:
The product has been received for analysis. This report will be updated if analysis is completed and further information is provided from the analysis.

Event description:
It was reported that this right ventricular lead was explanted due to perforation. Patient also showed shortness of breath and dizziness. Perforation was confirmed at x-ray and the lead was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead perforated the heart wall. Patient also showed shortness of breath and dizziness. Perforation was confirmed at x-ray and the lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product analysis was concluded. No additional information was generated from the analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.